Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on october 22, 2021. Health effect: impact code: 2199: no health consequences or impact. Health effect: clinical code: 4582: no clinical signs, symptoms or conditions. A second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
New information received that the event occurred during vein harvesting, the product was changed out, and the surgery was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: h6 (identification of evaluation codes 11, 3331, 4114, 3221, 4315). Type of investigation #1: 11 - testing of device from same lot/batch retained by manufacturer. Type of investigation #2: 3331 - analysis of production records. Type of investigation #3: 4114 - device not returned. Investigation findings: 3221 - no findings available. Investigation conclusions: 4315 - cause not established. The affected sample was not returned so a thorough investigation could not be performed. A representative retention sample was reviewed to show a working wiper mechanism. The most likely cause of this event is from over extension of the wiper control ring leading to a tang within the system being broken. All available information has been placed on file in quality management for appropriate tracking,

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that the wiper on an evh device wasn¿t working. It is unknown when the event occurred, if the product was changed out, or if the surgery was completed successfully. Terumo continues an attempt to gain more information regarding this event from the user facility.